Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
12/19/2023 - amendment: according to additional information obtained from the sales representative, this was a prophylactic explant, please discard report 2124215-2023-71962.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.